Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the handle of the pituitary broke during a surgery. No patient complications were reported. No fragment remained inside the patient.